Event description:
According to the info received from the implant center, sometime during the first part of 1/2001 the pt fell on a sharp corner of a table hitting their head near the implant. On 1/21/2001, the child was seen at the center. At that time it was discovered that the site of the impact had become infected. The pt was placed on antibiotics. Although there was no indication that their implant had malfunctioned, the decision was made to explant the device once the infection had resolved. The device was explanted in 2001. The pt was reimplanted with another clarion device two months later.